Event description:
Another co's key can open this co's pca pump allowing access to narcotic. The other co's keys are in possession of non-nursing staff. This co's key does not work on the other co's pump. Both cos are aware of the problem and have been asked to resolve it.